Event description:
The customer reported the quattro catheter was inserted into the femoral vein of the 51-year-old, 182 cm, 90 kg male patient. The insertion was smooth, and placing the catheter took 2 attempts by an experienced physician. The guidewire (lot 188007) could not be pulled out after the catheter was inserted. The guidewire was removed together with the catheter. No device malfunction was reported for the catheter. No intervention was needed or planned due to the event. No damage or kinks were observed on the guidewire after the removal. The new catheter was placed. The patient is stable, and no patient injury was reported.

Manufacturer narrative:
The reported problem that the guidewire (lot 188007) could not be pulled out after the catheter was inserted was confirmed during visual inspection. The guidewire was observed to be stuck at distal end of the distal balloon due to the kink on the guidewire. The root cause of the kinked guidewire was unknown. However, the handling issue and/or insertion of the guidewire could not be ruled out. Visual inspection was performed. The guidewire was returned stuck inside the catheter. During testing of the returned guidewire, the guidewire was able to be removed from the catheter, but resistance was observed at distal end of distal balloon (at blue tip of the catheter) due to the kinked guidewire, confirming the reported complaint. The guidewire was kinked 12 inches away from the j hook. No other physical damage was observed along the guidewire. During testing of the returned catheter, a known-good zoll guidewire was slowly inserted through the central lumen of the catheter starting at the catheter tip, and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Further testing could not be performed due to the condition in which the guidewire was received. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the guidewire with lot 188007.